Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device delivered inappropriate therapy due to oversensing. Lead revision was not performed, as the patient is being evaluated for coronary artery bypass graft surgery.